Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the ink was smearing away. The following information was provided by the initial reporter: material no: 301029 batch no: unknown (provided 11461 and 689018). It was reported that ink from syringes is bleeding. Verbatim: when we place the syringes in convenience kits, the ink is staining onto another component. This is the first we have been made aware of this issue and it occurred in 240 kits.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 11461 (invalid). Medical device expiration date: na. Device manufacture date: na. Medical device lot #: 689018 (invalid). Medical device expiration date: na. Device manufacture date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: two photos showing unknown components were received and visually evaluated. One photo showed partial grad lines across the component. The second photo showed another component with five partial grad lines above the bd logo. Also, the rectangle around the bd logo was partially missing and the word bd was not legible. The condition observed was non-conforming per product specification. Potential root cause for the scale marking issue is related to the marking process. Unused physical samples are needed to perform ink permanency testing to further confirm the permanency of ink on the syringes. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the ink was smearing away. The following information was provided by the initial reporter: material no: 301029. Batch no: unknown (provided 11461 and 689018). It was reported that ink from syringes is bleeding. Verbatim: when we place the syringes in convenience kits, the ink is staining onto another component. This is the first we have been made aware of this issue and it occurred in 240 kits.